Event description:
The customer reported that the screen went black in the middle of a case. Rt heard popping noise. Clean and re-grease hv connectors.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep unable to duplicate malfunction. He cleaned and re-greased the hv connectors.